Event description:
It was reported that the patient faced infusion set tubing was leaking at around adhesive which indicates leakage at the skin entry point/insertion site area on (B)(6)-2024.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).